Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/09/2014 with the following findings: on examination, the keypad cover was noted to be torn from the ok button to the up arrow button. On investigation, all of the keypad buttons were unresponsive when tested. The keypad cover was removed for investigation and revealed moisture under all the button contacts and contamination on the contacts of the contrast and up arrow keypad buttons. Unrelated to the original complaint, the battery compartment was found to be cracked at the threads and the display screen was found to be dim, faded and discolored. The pump was opened for investigation and did not reveal any evidence of moisture inside the pump's interior compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The reporter contacted animas on (B)(6) 2014 alleging a keypad issue of tactile change prior to damage. There was no reported patient impact associated with this complaint. This complaint is being reported because the alleged issue remained unresolved with troubleshooting.